Manufacturer narrative:
On september 5, 2023, mentor became aware regarding the device information. Mentor also became aware of the date of implant, and that the patient underwent bilateral replacement surgery with unknown gel devices on (B)(6) 2016. Hence, the following fields have been updated on this form: - field d1 for brand name has been updated to "mentor memorygel breast implant" - field d4 for catalog number has been updated to "3507450bc" - lot number "6006533"has been added to field d4 - field d4 for serial number stays as reported before (B)(6) - field d4 for unique identifier( UDI) has been updated to (B)(4) - fields d6a for date of implant have been updated to (B)(6) 2010. - fields d6b for explantation have been updated to (B)(6) 2016 a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with unknown size unknown gel implants on both sides and experienced bilateral device malposition. As a result, the patient underwent bilateral replacement surgery with unknown gel devices on an unknown date. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left device malposition. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 3, 2023, per clinician review of additional information received on september 5, 2023, following updates (corrections) have been made: per information received, surgery took place on (B)(6) 2016, and a ruptured breast implant (affected side was not provided; for reporting purposes, rupture is being reported on the left side) was discovered. The ruptured implant was removed. Then the intact implant was removed and placed in the spot where the ruptured implant was removed. Device problem code "material rupture" has been added to field h6. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: pc-001414861 coding and information update per clinician review.